Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (341 mg/dl). During troubleshooting with tandem customer technical support (cts), pump history was reviewed and showed incomplete bolus alerts. Cts discussed proper procedure for ensuring boluses are delivered with customer. Customer understood and delivered a correction bolus to treat elevated levels. Follow up with customer two hours later indicated that the customer's blood sugars had come down to 238 mg/dl. Customer indicated that another correction bolus would be delivered if needed.